Event description:
It was observed, that during the device inspection. The colonovideoscope exhibited a whitish foreign material found inside the air/water cylinder, air/water tube and jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the investigation, olympus confirmed the presence of foreign material in the device, specifically at the air/water cylinder, air/water channel, and auxiliary water channel. It is possible that the foreign material remained due to improper reprocessing, which may have occurred because of leakage resulting from deformation of the switch box and a scratch on the bending section cover (a-rubber). These issues likely caused a loss of water tightness, contributing to the presence of the foreign material. However, the type of material or its root cause could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be prevented by following the instructions for use which state: IFU states that detection method in cf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.